Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it is not working at all. It was asked what isn't working and she said she can't feel stimulation. They were told they don't have to feel stimulation for it to work and they were not getting relief of symptoms as well. It was indicated it started probably a couple weeks ago. When she talked to the representative he thought she just needed to charge the external equipment. Patient has 98% on the handset and had her power on the handset. Patient then pressed the power button on the communicator and gets the blue blinking button. Patient said she has two handset's and she said there was two in the box. We tried using both handsets and turning the other off and she gets communication error unable to communicate with device. Confirmed the communicator is not plugged in and there is not electrical magnetic interference. Patient has blue side against skin and the communicator is vertical. Husband confirmed she had it over the stimulator incision and tried repositioning it all around incision area. Caller couldn't feel the stimulator and she use to be able to feel the stimulator. Patient had a fall in the middle of october. It was explained due to the fall the device might have moved or migrated. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.